Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 90mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during first inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 5mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 90mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during first inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.